Event description:
Surgeon was using the serfas probe 90-sx suction probe, shortly after inserting the probe into the patients left knee for the first time, one of the four electrode balls broke off inside the knee cavity. The small piece, approximately 1mm in size, was immediately seen on the arthroscopy camera but was difficult to grasp. A 70 degree scope was opened for better visualization, but the small piece could not be grasped. A mucous trap was placed on the end of the suction probe, in hopes of filtering the small piece and confirming its exit from the knee cavity. Suction was applied and the fragment was likely suctioned out but was too small for the trap and therefore its exit could not be confirmed. The knee cavity was thoroughly examined, fragmented piece not seen.